Event description:
We have had a couple of patients who have required more frequent tube replacements than normal. These patients both have avanos brand enfit gtube or gjtubes. Additional device information provided below. Lot 30211447. Ref 8250-22; lot 30213424, ref 8250-22; lot 301476558, ref 8250-22; lot 30147658, ref 8250-22; lot 30175803, ref 8100-20; lot 30122663, ref 8100-20; lot 30185787, ref 8100-20; lot 30113520, ref 8100-20; lot 30167456, ref 8100-20.